Manufacturer narrative:
This report is being submitted to correct information provided in the original MDR. The original submission incorrectly listed the manufacturer number using the cfn prefix. The correct identifier should use the fei prefix. The correct fei for the manufacturer is 3011560054. No other information in the original report is affected by this correction. This correction does not reflect any change in the device, event details, or evaluation.

Manufacturer narrative:
The reported event of intermittent pumping could be confirmed. As received, the air pump and diverter valve assembly was returned for analysis with the positive motor pump cable detached from the positive terminal. The solder joint was noted to have been fully sheared/detached; however, it may have still contacted the air pump terminal at different times during the reported perfusion event. This could have allowed intermittent power delivery and therefore intermittent air pump operation. It is possible that the cable joint weakened during assembly or maintenance with the cable getting pulled or caught on an external object. The cable also could have broken loose while experiencing forces and vibration during transit and operation.

Manufacturer narrative:
A service engineer evaluated the device. A review of the device logs confirmed the reported events of high pco2 levels during perfusion. The air pump was subsequently tested, and it was confirmed that the air pump was not functioning. Inspection of the air pump identified the root cause to be a detached cable in the air pump. The air pump and the diverter were replaced and subsequently, the device passed all testing.

Event description:
During the initial two hours of perfusion, it was observed that pco2 levels gradually rose beyond the controlled range. Consequently, message codes 490 (high blood carbon dioxide levels) and very occasionally 480 (high blood oxygen levels) were correctly presented to the device user. After consulting with the clinical specialist (cs), it was suspected that the air pump had malfunctioned. To address this issue, the device user (du) opted to use a manually controlled external air supply, which successfully normalized pco2 and stabilized po2 levels. The liver was successfully transplanted.